Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery part of the device containing flow holes was placed partially outside of the ventricular system for 1 cm. The report states that the device could possibly be repositioned, but that there was a risk of the patient incurring a hemorrhage as a result of the procedure. The report states that the patient has not incurred an injury related to the device. The report states that the patient has had four brain surgeries since 1978 for a cholesteatoma in the area of posterior cranial fossa, and that the right part of their cerebellum is severely damaged as a result of the four surgeries. According to the report, the patient has experienced intermittent problems with their balance, headaches, sense of heavy head since the initial surgery, but that the symptoms did not persist for long periods of time until 2011, when they were first diagnosed with hydrocephalus.